Event description:
The customer stated that he was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the report was 104 mg/dl. The customer's stated that his blood glucose had been running high all day and he bolused numerous times to bring it down. The customer had an insulin reaction after he went to sleep. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.